Event description:
A (B)(4) customer received blood glucose readings of 6.9mmol/l and 5.4mmol/l on the contour link meter. He retested on the contour usb meter and the readings were 3.3mmol/l and 2.8mmol/l, respectively. When he received the 2.8mmol/l reading he was shaky and experienced hypoglycemic symptoms. He took some dextrose. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant the customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
The memory of the customer's meter was accessed and the 6.9mmol/l, that was alleged to have been a blood result, was marked as a control test.

Manufacturer narrative:
The model # (d4) was not provided.